Event description:
It was reported the ems was used during an inguinal hernia repair. It was reported by the affiliate the staples were getting stuck in the device and the staples did not form properly. There was no consequence to the pt.